Event description:
Reportedly, the instrument did not place properly formed staples on the tissue at the distal end of the sulu and the staple line did not hold. The surgeon then applied another sulu to maintain hemostasis, the tissue tore, and massive bleeding resulted. The surgeon attempted to apply four additional sulus to the site to maintain hemostasis. Meanwhile, during the firing of the last sulu, the teeth on the firing rack within the instrument handle broke. Consequently, the surgeon decided to convert the procedure to an open thoracotomy to complete the case without further incident. In addition, the pt required a blood transfusion and suffered from pneumonia after the surgery. Procedure: right upper lobectomy.